Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres below 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was lcoated in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres below 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complciations were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 10.0 x 40, 75 cm device was returned for analysis.a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood that was observed in the balloon indicated that there was a leak in the balloon. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 11 mm from the proximal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres.a visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident.a visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.